Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. Pump alarmed critical pump error after battery installation. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Unable to download history files and traces due to critical pump error (open book image). Found moisture damage to electronic assemblies and motor assemblies during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, battery cap contact missing. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic stack and motor assemblies. Unable to confirm pump error 35 due to critical pump error (open book image). Unable to download history files and traces due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit was received with battery cap and found missing battery cap contact. Pump alarmed critical pump error after battery installation. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Unable to download history files and traces due to critical pump error (open book image). Found moisture damage to electronic assemblies and motor assemblies during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, battery cap contact missing. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic stack and motor assemblies. Unable to confirm pump error 35 due to critical pump error (open book image). Unable to download history files and traces due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.